Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD) there was setscrew problem and the lead was not able to be screwed into the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.